Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) is needing MRI. Caller reports the ins battery charges up to about 80% and then depletes pretty quickly - caller noted it dropped back down to 40%. Caller inquiring if pt can have MRI. Caller states pt noted they never really use the spinal cord stimulator. Redirected to the patient's managing health care provider. No symptoms were reported.